Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 08/13/2015 with the following findings: visual inspection revealed that the keypad cover was intact and free of damage. Also, it was observed that there were lines across the display screen visual. The pump case was observed to be cracked between the display and case seal. Evaluation revealed that the up arrow, down arrow, and ok keypad buttons were unresponsive: the reported keypad issue was duplicated. The keypad cover was removed, and no evidence of contamination was found under any of the key contacts. The pump failed a leak test due to a leak at the aforementioned pump case damage. The pump case was removed, and evidence of moisture ingress was found on the display, display flex connector, force sensor, and printed circuit board; this device failure caused the aforementioned display and keypad issues. User error caused or contributed to the occurrence of moisture ingress, as the instructions for use instruct the user to refrain from exposing a damaged pump to moisture. The reported issues were confirmed during the analysis. Unrelated to the reported issues, the battery compartment was observed to be cracked at the case seal. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. The reporter alleged that the up arrow, down arrow, and ok keypad buttons were under-responsive. In addition, it was reported that evidence of moisture ingress was observed behind the display lens. This complaint is being reported because the alleged issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.